Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "applied the product into patient's leg and after 48 hours, when she removed the dressing from the wound, the adhesive and hydrofibre layers separated each other. She also said that it was a little difficult to remove the product because the dressing saturated due to high exsudation and stuck into the wound."